Event description:
It was reported the patient had a shocking sensation two to three months prior to the call. It was noted the patient had turned stimulation up to assist with urination, but it was too high. It was reported the patient would experience the shocking sensation whenever they had a bowel movement.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va03dt9, implanted: (B)(6) 2012, product type: lead. (B)(4).